Event description:
It was reported that the patient had a pleural effusion and high right ventricular (rv) lead thresholds. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.